Event description:
It was reported that while in use on a patient, this 980 ventilator generated an inspiratory proportional solenoid valve stuck alarm indicating the ventilator went into back up ventilation. The patient was removed from the ventilator and placed on an alternate ventilator without injury.

Manufacturer narrative:
H3 medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the service engineer. It was reported that while in use on a patient, this 980 ventilator generated an inspiratory proportional solenoid valve stuck alarm indicating the ventilator went into back up ventilation. The ventilator was not made available to medtronic for evaluation. The customer performed extended self test (est), found inspiratory proportional solenoid valve stuck message. The customer replaced the inspiratory module and all testing passed. The cause of the reported event was isolated to a potential fault in the inspiratory module. The event is included in a trending and monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.